Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump noticed the reservoir lock is having issue to lock in place and it is coming out. The customer declined for troubleshoot. The insulin pump will not be returned for analysis.